Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal end/electrodes of the lead were bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician visually inspected the right ventricular (rv) lead and noted the distal portion to be angulated from the rest of the lead at the point of the distal end of the rv coil. The decision was made to not implant the lead and replace with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.